Event description:
It was reported that the device was explanted after an implant duration of approximately 3.7 months, due to dehiscence and regurgitation. Information learned from implant patient registry and through follow-up with the surgeon.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.